Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation concluded that a definitive cause for the single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which has the potential to cause or contribute to serious injury. It was reported that on (B)(6) 2015, the mitraclip procedure was to treat mixed mitral regurgitation (mr) with a grade of 4+. The leaflets were grasped without issue and the clip was successfully deployed without issue. The procedure was completed with mr reduced to 2+. On (B)(6) 2015, during routine discharge echocardiogram, a single leaflet device attachment (slda) was noted. As the patient is not symptomatic, no additional treatment is currently planned. There were no reported adverse patient effects and the patient was discharged as scheduled. There was no additional information provided.